Event description:
It was reported to resmed that an astral device powered off. There was no harm or serious injury reported as a result of the incident.

Manufacturer narrative:
The astral device was returned to a third party service center. The investigation methods, results, and conclusions are not finalized at this stage. If further information becomes available, a supplementary report will be submitted. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned to a third-party service center. The reported complaint could not reproduced during evaluation. However, review of the device logs confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr (B)(4).

Event description:
It was reported to resmed that an astral device powered off. There was no harm or serious injury reported as a result of the incident.